Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the customer attempted to deliver a bolus, the recommended bolus amount was incorrect based on the pump settings. Reportedly, the customer verified pump settings were accurate with their healthcare provider. There was no reported impact to customer's blood glucose level. Although requested, the customer declined troubleshooting and declined to provide additional information.